Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system onsite and confirmed that there were issues with the suite pc. Following a study of the log file, fse did not found any reported issue on event date. The philips technician found that the suite pc was not working, fse replaced the suit pc and reloaded software. After replacement the suit pc, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.